Event description:
This report is being filed after subsequent review of the following journal article. Ozdemir, b., akesen, b., demirag, b., bilgen, m. S., and durak, k., (2012, march). Long-term outcome of unreamed intramedullary nails in femur diaphyseal fractures. Turkish journal of trauma and emergency surgery, 18 (2), 147-152. The authors conducted a study of 25 adults (19 male, six female, average age 31 years) with 29 traumatic femur diaphyseal fractures who had undergone unreamed intramedullary nailing with a synthes unreamed femoral nail between january 1997 and december 2007. On follow-up (mean follow-up time was 65 months), there was non-union in one (B)(6)-year-old male which was treated by reamed intramedullary nail and autograft from the iliac crest. Two patients experienced malunion. This is report 2 of 2 for complaint (B)(4). This report is for an unknown femoral nail. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ozdemir, b., akesen, b., demirag, b., bilgen, m. S., and durak, k., (2012, march). Long-term outcome of unreamed intramedullary nails in femur diaphyseal fractures. Turkish journal of trauma and emergency surgery, 18 (2), 147-152. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.